Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Microscopic examination and tactile inspection noted numerous kinks in the hypotube and a partial separation at the collar. No irregularities or defects on the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft fracture occurred. The 90% stenosed, 32mm x 3.0mm target lesion was located in the moderately tortuous and severely calcified circumflex artery(lcx). A guidezilla¿ guide extension catheter was selected for use. During the procedure, upon delivering the device, resistance was noted. Subsequently, the shaft became fractured. The device was simply removed from the patient's body and completed the procedure with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at the time of event 18 years or older. (B)(4).

Event description:
It was reported that a shaft fracture occurred. The 90% stenosed, 32mm x 3.0mm target lesion was located in the moderately tortuous and severely calcified circumflex artery(lcx). A guidezilla guide extension catheter was selected for use. During the procedure, upon delivering the device, resistance was noted. Subsequently, the shaft became fractured. The device was simply removed from the patient's body and completed the procedure with another of the same device. No patient complications were reported and the patient's status was stable.